Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2011. (Patient weight is unknown). According to the complainant, approximately eight minutes into the procedure, the tenaculum came off the cervix. The system was paused two minutes. In the process of replacing the tenaculum to the cervix, the physician punctured the sheath. Additional follow up information confirmed that a cervical leak did not occur. No burn occurred which was confirmed by the physician. There were no further complications reported with this event. The condition of the patient is reported to be fine.